Event description:
The customer reported that his insulin pump was alarming no delivery even after changing the infusion set. Days later, the customer called back also to report having another alarm. The blood glucose reading was 126mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan.

Manufacturer narrative:
The insulin pump was programmed and monitor for on day with no blank display. All operating currents were within specification. The off no power alarm functions properly. The unit passed the displacement test and self test. However, the device was unable to prime during the prime test as a result of protruded/loose drive support cap. Further testing could not be performed due to the prime/fill anomaly. The device had scratched screen, cracked display window corner, cracked reservoir tube lip, and missing end cap sticker.